Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she has just got to the dialysis center when the technician noticed she was out of it and pale. It was indicated that the cgm was displaying a value of 103 mg/dl while the bg meter was displaying 38 mg/dl and the patient stated they were almost comatose. They called the paramedics and the patient was transferred to the hospital. They did blood work at the hospital and gave the patient glucose. The patient was at the hospital for three and a half to four hours and then was discharged. At the time of contact, the patient was doing fine. No additional patient or event information if available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. It was reported that the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.